Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; verifying was not washing or drying tubing on pump; verifying correct kit components were being used and washed according to our instructions for use; and inspecting the power supply for damage. The troubleshooting did not resolve the issue. Replacement pump tubing and connectors were sent to the customer and return of her original parts were requested for testing/evaluation in follow up with a complaint handler on 2/07/2022, the customer stated that she had to keep increasing the suction on the pump in style max flow and that she was using the correct size breast shields but her nipples would come out blanched. Additionally she stated that she developed clogged ducts on (B)(6) 2022 and that the doctor manually unclogged some of the ducts. She stated that she was prescribed an antibiotic, an all purpose nipple cream, along with an over the counter ibuprofen and recommended heating/massaging. The customer also stated that she still has the blocked ducts and they are getting worse. The customer also indicated that she has retuned the replacement parts. The complaint handler referred the customer to customer service to see about a replacement pump. The customer has not called in as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention and a prescription medication.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that she has a pump in (B)(6) and due to low suction and she has clogged ducts.

Manufacturer narrative:
The pump was not returned with the customer's parts and accessories (connectors, membranes, and tubing) so the parts and accessories were evaluated with the medela lab pump on 06/09/2022. The parts and accessories passed suction and cycle specifications. The customer's report of low suction could not be confirmed.